Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 alarmed hw (hardware) fault while on a patient and the fan is noisy. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to confirmed and duplicate the reported issue. Visual inspection of the uut (unit under test) found no damage or misused noted. Uut was installed into a known good ltv2 test unit. Power on and was able to confirm that the fan was not functioning. Closer inspection of the uut found play between fan and mount. Plastic rivets securing fan mount were to leave a small gap. Found that the fan won¿t freely rotate when turned manually due to a failed fan bearing, thus causing the uut not to function. Failure is isolated to a failed fan bearing.